Manufacturer narrative:
On 9/11/2024, vertical uncommanded motion was detected on selenia dimensions serial number (B)(6). This occurred prior to a patient exam/procedure, and there was no alleged health consequence or impact. The field service engineer (fse) replaced the vertical drag brake with the upgraded electromagnetic brake. The fse tested the system and found that it was working without error after the replacement. The drag brake was not returned for further investigation ¿ it was scrapped on site. The drag brake was 5108 days old from the date of system manufacture to the date of the incident. Because no part was returned, the investigation will be limited. No specific error code was provided; however, uncommanded motion-related error codes trigger an emergency gantry shutdown as a safety feature. A review of device history showed that this behavior did not recur as a result of the drag brake. The root cause of the uncontrolled motion is unknown. The probable cause is a malfunctioning drag brake due to wear and tear. Conclusion: in summary, while the root cause is unknown, the probable cause is a motor clutch malfunction. The risk index remains in zone 1 with an ri of 1, which is acceptable risk. A CAPA is not needed at this time as there was no patient or user harm and because the risk is considered low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: UDI: (B)(4), sku: sdm-00001-2d, serial number: (B)(6), date of manufacture: 9/17/2010, installation date: (B)(6) 2010, incident date: (B)(6) 2024, closest pm to complaint date: 12/14/2023, date of part manufacture: unknown. Reviewed the DHR because the drag brake/motor clutch was an original part from manufacturing. There were no discrepancies noted in the DHR related to this behavior.

Event description:
It was reported that on september 11, a selenia dimension had an uncommanded vertical motion detected. A field engineer examined the device and found an issue with a vertical drag brake. The field engineer replaced the drag brake and tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.